Manufacturer narrative:
(B)(4). Valid article title: coronary artery perforation in a patient with stemi and a myocardial bridge: an increased risk for coronary artery perforation? Authors: author: tobias becher , stefan baumann, aydin huseynov, michael behnes, martin borggrefe, ibrahim akin first medical department, faculty of medicine mannheim, university of heidelberg, mannheim, germany article history: received 27 january 2015 received in revised form 10 march 2015 accepted 17 march 2015 cardiovascular revascularization medicine 16 (2015) 246¿248.

Event description:
It was reported that the physician implanted a resolute integrity (rx) drug eluting stent in the proximal lad. Following this the physician proceeded to implant another resolute integrity (rx) drug eluting stent in the distal area which caused a coronary artery perforation with flow of the contrast medium into the right ventricle (rv), with concomitant malperfusion of the distal lad resulting in progressive st-elevations. Implantation of a ptfe covered non-mdt stent initially stopped flow of the contrast medium, and the ECG showed a decrease of st elevations. A follow-up coronary angiography one week later, due to persistent clinical symptoms (right ventricular cardiac decompensation, dyspnoea), showed shunting once again of the contrast medium into the rv. Intravascular ultrasound (ivus) was used to identify the exact site of extravasation, which was underneath the initially implanted ptfe-covered stent. Ptca was performed using a high-pressure non-mdt balloon both at the proximal and distal ends of the stent, which stopped flow of the contrast medium into the rv. The patient was discharged from the hospital two days later.